Event description:
Possible fracture with >200 ohm rv coil impedance. Lead implanted-out of service; however, lead replacement in planned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).